Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, no communication from pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for blank display issue and found that customer reported a blank display. The battery cap contacts and battery compartment and/or springs were not damaged. Display did not return after inserting a new battery. Also the customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted, during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed, the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. However, fault 104: (B)(6) 2024, 07:32:00.000 was found in the history files and traces. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted, during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted, during testing. No alerts/anomalies/alarm noted, during test. Pump was cut open to perform visual inspection. And found evidence of moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and cracked case (battery tube). Blank display not confirmed. No communication pump to transmitter (unresolved) was not confirmed. Cosmetic damages were noted, during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.